Event description:
The patient contacted animas on (B)(6) 2012 reporting that the keypad buttons were slow to respond. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
Follow-up #1 (B)(4) 2012 .device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad had no visible signs of damage. Testing confirmed all the keypad buttons are appropriately responsive when pressed and are fully functional. All of the keypad buttons have normal spring back or click. The keypad cover was removed for investigation and no issues were found. Testing was unable to confirm or duplicate the complaint of an unresponsive keypad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.